Event description:
Customer reports that unit goes "vent inop" no error code (dc power fail) and "vent inop 219". Unit returned to biomed dept, from respiratory therapist in ICU. Bio-med had no report of patient injury at time of service.